Manufacturer narrative:
Product ID 7427v, serial# (B)(4), implanted: 2007-(B)(6), product type implantable neurostimulator product ID 7427, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator product ID 3487a, lot# j0211651v, implanted: 2002-(B)(6). Product type: lead, product ID: 7495lz25, serial# (B)(4), impl anted: 2002-(B)(6), product type extension product ID 7427, serial# (B)(4), implanted: 2001-(B)(6), product type implantable neurostimulator product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type ext ension product ID 3487a, lot# j0211651v, implanted: 2002-(B)(6), product type lead product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3487a, lot# j0211651v, implanted: 2002-(B)(6), (B)(4).

Event description:
It was reported that the entire system or systems was explanted around 1-2 years ago due to (B)(6) infection. It was unknown which systems were involved with the explant. The healthcare provider will do an xray to check if there are any remaining components when they implant the stimulator which was scheduled for the day of reported event. It was noted that the patient had a trial on (B)(6) 2013 which led to the scheduled implantation of the stimulator (day of reported event).